Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Similar to device under 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Summary of investigational findings: according to the description of the event, one primary filter leg had penetrated into lumen of duodenum. Imaging review confirmed that the primary leg located at the 12 o'clock region is seen penetrating into the lumen of the duodenum. Furthermore, tilt is observed during the review of the available imaging. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. There is found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to journal article: one primary filter leg had penetrated into lumen of duodenum. Patient outcome: unknown.